Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled ¿microbiological surveillance of endoscopes and implications for current reprocessing procedures adopted by an italian teaching hospital¿. The literature reported the result of the microbiological test using olympus endoscope and non-olympus endoscope from january 2014 to january 2015. As a result of the microbiological testing, the following microbes were detected. Broncho-faryngo-laryngoscopes : pseudomonas aeruginosa (1 scope), other gram-negative nonfermentant (2 scopes) and staphylococcus aureus (1 scope). Gastro-duodenoscopes: klebsiella pneumoniae (7 scopes), escherichia coli (10 scopes), other enterobatteriaceae (2 scopes), pseudomonas aeruginosa (6 scopes) and other gram-negative nonfermentant (3 scopes). Colonoscopes : klebsiella pneumoniae (5 scopes), escherichia coli (7 scopes), other enterobatteriaceae (3 scopes), pseudomonas aeruginosa (1 scope) and other gram-negative nonfermentant (3 scopes). There was no report of infection associated with this report. Based on the available information, other detailed information such as the number of microbes and the model name were not provided. Therefore, omsc will submit 51 medical device reports (MDR) depending on the number of endoscopes. This report is 25 of 51 reports.

Manufacturer narrative:
This is supplemental report to correct sections "d1", "d2" and "d4". Also this supplemental report is being submitted for additional information. Olympus medical systems corp. (Omsc) obtained the details of the endoscopes referring in the literature from the author as follows. The following models had positive microbiological test results; enf-xp (1 scopes). Bf-pe2 (1 scopes). Tjf-140r (5 scopes). Gif-xtq160 (1 scopes). Gif-q165 (11 scopes). Gif-q160z (1 scopes). Gif-v2 (1 scopes). Gif-xq140 (1 scopes). Gif-q145 (2 scopes). Tjf-160vr (1 scopes). Cf-q145l (5 scopes). Cf-q165l (2 scopes). Cf-q160zi (2 scopes). Pcf-q180ai (1 scopes). Cf-q145i (1 scopes). Cf-h180al (1 scopes). Non-olympus endoscope (14 scopes). This report is 1 of 2 reports at gif-q145.